Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the pawls and bearings were worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device got hot when being used and bit devices fell out during use. The event was not reported to have occurred during surgery but in a lab setting. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly